Event description:
During a redo liver transplant the belmont rapid infuser malfunctioned and was "stuck" in battery mode. The provider changed the outlet the machine was plugged into, ran the cord to the back of the machine, which was plugged in and the unit remained in battery mode. This is significant because in battery mode it will only infuse at 50ml/minute versus 500ml/minute and it does not heat the fluids. The belmont had been in use for 2 1/2 hours prior to this event. The provider called for another belmont, which would not power on at all. This all occurred during active resuscitation of the patient with significant bleeding. The patient expired in the operating room. It is unclear how much the equipment malfunction is contributory to the death. During the course of the investigation there were conflicting stories about if the belmont was plugged into a power strip or an outlet. Presumably if it was plugged into a power strip, changing the outlet if the power strip had been tripped would not have then provided ac power to the unit. Both belmonts and power strip were sequestered and taken to biomed. Biomed has not been able to replicate the malfunction. Last pm of these devices was in 3/2016. Under age of product the reason for 3-10 years is because this facility has just recently learned that the belmonts purchased were refurbished units and not new. We are still investigating this, the power and electrical in the operating room. To date, biomed has not been able to replicate this issue. Upon receipt of loaner units, the belmonts will be returned for MFR evaluation.